Event description:
Patient reported that, while programming a bolus of 8.0u, the bolus amount continued to climb (to 22.0u) after the up button was released. They indicated that they attempted to stop the bolus increase by pressing the down button; however, the device did not respond. Patient indicated that, without producing the expected confirmation beeps (1 beep per 0.5u), the device began to dispense the 22.0u bolus. Patient reported that they received 2.0u of insulin before they were able to disconnect the tubing from their infusion site. Patient's blood glucose was not affected and no treatment was received.